Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned the replacement recharger didn't resolve the charging issue. Patient also mentioned their implantable neurostimulator (ins) wasn't replaced but should have been replaced because patient had to keep resetting the controller to get the implantable neurostimulator (ins) to charge as it gets stuck at 80%. During the call there were no damages on the recharger and controller charging port. Controller was at 80% and implant was at 50%. Patient plugged the recharger and got excellent. Patient services (pss) would call patient back to check on charging status. See previous cases for replacement controller/recharger. Patient services (pss) called patient back and patient was able to charge to 100%. Patient got very escalated and requested for a replacement controller. Patient services (pss) redirected patient to their healthcare provider (hcp) if the replacement controller didn't resolve the issue. Patient was told by their representative to call patient services for a replacement controller but the representative mentioned they weren't supposed to tell the patient 'things like that'. Due to the nature of the call patient services (pss) did not ask for more information. Patient also mentioned their neighbour got an implantable neurostimulator (ins). Patient bragged about the implantable neurostimulator (ins) to their neighbor/friends but patient's couldn't brag about the implantable neurostimulator (ins) anymore due to the patient having issues charging the implantable neurostimulator (ins). A replacement controller was sent out. Upon further review patient also mentioned they had to charge the implantable neurostimulator (ins) twice a day.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an external device. The reason for call was caller stated patient has had issues recharging ins. Caller described that when they first saw the patient, the ins was recharging as expected and they were able to connect to the ins without issue using their tablet. Caller stated that recharging stats showed a session from yesterday for 1 minute where the ins was at 50% and then another 2 minute session today where the ins was at 40%. Patient stated it takes a while for recharger to locate ins or it can't find it and they've already reset controller. Caller attempted to start a recharge session and was right over the ins (which is superficial and pocket site looks good) and they weren't able to connect to ins. Technical services (tss) had caller force a passive recharge session and with recharger away from ins, antenna locate screen showed 78 and then when over the ins, it showed 100. After a few minutes of passive recharge (with al continuing to show 100), it showed ins was charged to 80% and charging with excellent connection. Caller requested to replace both controller and recharger. Tss reviewed that equipment appears to be functioning at this time but would replace the recharger to see if that helps. Tss reviewed that with tablet recharging stats, the recharger likely connected to ins and then disconnected so it wasn't charging anymore. The issue was not resolved through troubleshooting. An email was sent to the repair department.